Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 100 mg/dl. The customer states the pump has some damage around the battery cap compartment, a little bit is missing. She also states that the pump sometimes vibrates and the screen goes black. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No vibration or blank display noted during testing. Device was received with broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of battery tube and stained keypad overlay.